Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was exposed to pool water and now the keypad buttons were unresponsive. The reporter reported that the screen was discolored. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that moisture was found inside the pump and behind the display lens. A leak test was performed and the keypad was found to be leaking and moisture was found on the internal components of the printed circuit board (pcb). The performance test was unable to te tested as the pump was damaged beyond investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.